Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigation summary: the product was returned to ethicon for evaluation. One paper lid and a winding former with a detached needle and suture outside their foil packet were received for analysis that pertains to product code vcpb946. During the visual inspection of the returned sample, the swage and attachment area were noted as expected. The barrel hole was examined under magnification for suture remnant, and none was observed. The suture end was examined and there is not sufficient impression at the swage end, resulting in a light swage. Based on the information currently available, iight swage issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the problem of pulling off suture needle happened. The needle did not fell into the patient. Changed to another one to complete the surgery. There were no adverse patient consequences reported.